Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that at 7:24 p.m., she obtained blood glucose readings of 44 mg/dl on the contour next link meter and 170 mg/dl on a non-ascensia meter. The customer had no symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link meter for evaluation. No test strips were returned. The contour next test strips from lot # 8fpef13a used during the event expired on 30-jun-2020. Therefore, an in-house contour next test strips from lot # 9gpeg09a were used for in-house testing. The returned meter was tested with the in-house test strips using a blood sample, which gave a satisfactory performance.